Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's meningitis has reportedly resolved. The meningitis was not device related. The recipient remains implanted. This is the final report.

Event description:
Advanced bionics was informed that the recipient experienced post implantation meningitis. The onset of the meningitis was (B)(6) 2021, and due to sphenoethmoidal meningoencephalocele of rhinogenic origin. The recipient was prescribed antibiotics.